Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failing helium leak test.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit failing helium leak test. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d5,d10,e1(name & email),e2,e3,e4,g2,h6(clinical & impact)

Manufacturer narrative:
A getinge field service engineer (fse) returned to fit the valve,300 psi check part from the preventative maintenance (pm). The valve was replaced and the unit was checked for leaks by running leak test, passed @ -6 psi. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.